Event description:
Patient reported she is questioning the bolus advice provided by her meter. Patient stated that when she received the "pump data may not be available; active insulin may not be accurate, she tested and received a reading of 85 mg/dl and -.5 for her active insulin. Patient reported she tested immediately after and received a reading of 89 mg/dl and -.4 for her active insulin. Patient stated she is not questioning the readings but she is questioning bolus advice. Patient reported she did not think her active insulin was being calculated properly. No adverse event reported. Requested return of the alleged meter for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.